Event description:
Pulmonetic systems, inc. Received an email from a representative in 2002. The representative reported the following problem: ventilator can not be switched on -inop appears each time on/off button is pressed.